Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post surgical complications following a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci si hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2012 for uterine bleeding, pelvic pain and dyspareunia. There was no indication of a malfunction of the da vinci si surgical system, instruments or accessories during the surgery. There was no report of an intraoperative complication. On (B)(6) 2012 patient presented to the emergency room with diffuse abdominal pain, leukopenia and elevated lactic acid. A CT scan demonstrated free air and free fluid in the pelvis and right sided hydronephrosis. She was taken to the operating room where she was found to have clot and bleeding in her abdomen, suture material around the area where the ureter was obstructed but no evidence of a thermal injury to the ureter and bruising of the colonic mesentery with no intestinal injury. The urologist felt the ureteral obstruction was due to suture material from the vaginal cuff or the vascular pedicle. The bleeding was controlled, a ureterolysis and stent placement was performed. The ureteral stent was removed 6 weeks later then the patient developed a ureteral-vaginal fistula which did not respond to replacing a ureteral stent. She underwent a ureteroneocystostomy on (B)(6) 2012 which was complicated by a hypogastric vein injury which was controlled. She was also found to have 2-3 small pelvic abscesses. Her stent was removed on (B)(6) 2012. On (B)(6) 2012 the patient was taken emergently to the operating room after presenting with an acute abdomen. She was found to have necrotic small bowel with small bowel obstruction. She underwent a small bowel resection and extensive adhesiolysis with an incidental appendectomy. The patient continues to have pyelonephritis and back/pelvic pain.